Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were eight (8) samples that were severely hemolyzed. Tests were not run on these samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 22-oct-2025. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k954592. Investigation summary: bd received 20 samples and 7 photos for investigation. The evaluated photos show the customer¿s failure mode. A total of 20 returned samples were visually inspected with no issues identified. Out of these, 5 samples underwent functional testing for heparin activity and all results were within specification limits. Additionally, 100 retained samples were inspected with no issues identified. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were eight (8) samples that were severely hemolyzed. Tests were not run on these samples. No adverse impact was reported regarding the patient or user.